Event description:
Pt receiving morphine IV infusion. Pump set at 1 cc per hour. Drip noticed to be running at wide open rate. Pt received unintended dose and much fluid spilled onto floor. No adverse effect to pt as a result of device malfunction.